Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to rupture of the cylinders. The device was removed and replaced for a new ipp. No further complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.